Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one month post implant of this 29mm annuloplasty band implanted in the tricuspid position, the band was explanted and replaced with a 28mm annuloplasty band of a different model for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the 29mm annuloplasty band was implanted in the mitral position and the 28mm annuloplasty band was implanted in the tricuspid position. Both devices remain implanted and active. There was no allegation against the band's identity, quality, durability, reliability, safety, effectiveness, or performance. If information is provided in the future, a supplemental report will be issued.